Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed external ram crc error and unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported every time the battery is changed the insulin pump date resets to december 2012 and alarms. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No signal too low alarm, unexpected alarm or reset anomaly after battery change noted. Insulin pump received with minor scratched display window, display window dented, broken battery tube threads, cracked reservoir tube lip and address label peeling/damaged. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.